Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found improper engagement of the femoral stem component with the distal femoral hardware which has been separated and migrated proximally into the medullary canal of the distal femoral diaphysis. Bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00832.

Event description:
It was reported that a patient underwent a left knee arthroplasty. The 14 x 75 stem did not properly engage with the stemmed femur. It seemed correct but became dislodged during implantation. Unfortunately, this was discovered on the post op x-ray. The patient has been made aware he has a loose stem in his femur. There is no planned intervention at this time. The reporter noted that the patient is aware of the unique situation but is satisfied by the results of his surgery.